Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had drastic change on its longevity. Moreover, health care professional (hcp) had mentioned that the patient was in atrial fibrillation (af) recently but was unable to determine how long patient had been in af. In addition, engineering analysis was performed and result showed two factors affecting the longevity which were the high atrial rates and the changes made in ventricular output setting causing the power output to increase. Further, it was stated may consider evaluating the programming on this pacemaker and suggested an option in reprogramming. Attempt to obtain additional pertinent information was unsuccessful. To date, this pacemaker remains in service. No adverse patient effects were reported.